Event description:
A female pt reported her co-worker experienced eye irritation, eye lid began to burn and later diagnosed with bacterial conjunctivitis after using a new bottle of blink contacts lubricant eye drops. She said there was a white crust under the cap and not much fluid in the bottle. Pt works for an eye doctor and was prescribed tobradex qid os for 7 days. Followup info indicated that the burning sensation stopped after 2 mins. Dr advised pt to remove contact lenses. Recheck two weeks after onset showed healing and pt was advised to leave contact lenses out 3 more days. See related MDR #2020664-2008-00024.

Manufacturer narrative:
Unit returned for testing was empty. Retain unit eval results: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the mfg processes. Root cause has not been established.